Event description:
It was reported that the user performed a factory reset of the ilet following healthcare provider guidance due to perceived post-meal lows and requested a dexcom g6 transmitter code, which was not found in logs; the user planned to obtain the code by removing the sensor. Symptoms included low glucose with a reported nadir of 63 mg/dl. Outcomes included self-treatment of hypoglycemia with oral glucose. Investigation included review of available device data and user report. Investigation of this case revealed no device malfunction identified and an unclear relationship between meal announcements and the reported hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.